Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Pressure sensor- failed occlusion. (B)(4). Patient or user involvement: no patient or user harm: no. Case description: tech called in for help on 8100 unit serial # (B)(4). Case resolution: tech get on 8100 unit when setup an small infuse checking line for 10 second then goes to error patient side occluded, the pressure senor for patient side is failing will have to be replace which is the bottom sensor once replace run the calibration on the unit if still failing unit has to be services tech thank me for my assist.